Manufacturer narrative:
The customer contacted resmed to request assistance regarding an astral device with a frozen screen. The resmed product support specialist went through the troubleshooting steps with the customer and a device was reboot resolved the issue. No device was returned to resmed for investigation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.